Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lot therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. The ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Follow-up information indicated surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.